Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020. Implant date: estimated based on 2002 implant year provided.

Event description:
It was reported that a perforation occurred. A greenfield vena cava filter was implanted in 2002. At an unknown timepoint, a perforation occurred. No additional information is available.